Event description:
It was reported that a patient underwent low anterior resection on (B)(6) 2013 and a drain was placed between the processus spinosus. On (B)(6) 2013 when removing the drain, the drain broke. The drain currently remains in the patient. It is unknown if surgery will be performed to remove the device. Additional information requested

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1235891; batch j1227646; batch j1238871; batch j1240648.

Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # j1235891; mfg date 2012-06; expiration date 2017-06. Batch # j1227646; mfg date 2012-05; expiration date 2017-05. Batch # j1238871; mfg date 2012-08; expiration date 2017-08. Batch # j1240648; mfg date 2012-09; expiration date 2017-09. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4) - it was reported that a patient underwent a posterior lumber spinal fusion on (B)(6) 2013 and a drain was placed between the processus spinosus. On (B)(6) 2013 when removing the drain, the drain broke. The drain currently remains in the patient. It is unknown if surgery will be performed to remove the device.